Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('on one side around the tubal area') in a (B)(6) year-old female patient who had essure (batch no. D18668) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included borderline diabetes in 2018 and blood pressure high in 2018. No known allergies. Previously administered products included for birth control: depo shot from 2016 to 2017. Concurrent conditions included abdominal pain, hypertension, lumbago, dysmenorrhea, cervix inflammation, acute vaginitis, hemorrhoids, uterine cervix stenosis, genital bleeding and dyspareunia. The patient also had a family history of borderline diabetes and blood pressure high. Concomitant products included doxycycline for acne, lisinopril for blood pressure high and metformin for borderline diabetes. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (left salpingectomy, right partial salpingectomy, fulguration of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, vaginal discharge and abdominal pain lower had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: one side was not sealed. The right side of the tube was blocked. The left side was free and open. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: on one side around the tubal area, dysmenorrhea (cramping), vaginal discharge and cramping. Medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and adnexa uteri pain ('on one side around the tubal area') in a 37-year-old female patient who had essure (batch no. D18668) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included borderline diabetes in 2018 and blood pressure high in 2018. No known allergies. Previously administered products included for birth control: depo shot from 2016 to 2017. Concurrent conditions included abdominal pain, hypertension, lumbago, dysmenorrhea, cervix inflammation, acute vaginitis, hemorrhoids, uterine cervix stenosis, genital bleeding and dyspareunia. The patient also had a family history of borderline diabetes and blood pressure high. Concomitant products included doxycycline for acne, lisinopril for blood pressure high and metformin for borderline diabetes. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (left salpingectomy, right partial salpingectomy, fulguration of endometriosis and removal of essure device located in the mesentry). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the adnexa uteri pain, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, device dislocation, dysmenorrhoea and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: one side was not sealed. The right side of the tube was blocked. The left side was free and open. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New event migration was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and adnexa uteri pain ('on one side around the tubal area') in a 37-year-old female patient who had essure (batch no. D18668-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included borderline diabetes in 2018 and blood pressure high in 2018. No known allergies. Previously administered products included for birth control: depo shot from 2016 to 2017. Concurrent conditions included abdominal pain, hypertension, lumbago, dysmenorrhea, cervix inflammation, acute vaginitis, hemorrhoids, uterine cervix stenosis, genital bleeding and dyspareunia. The patient also had a family history of borderline diabetes and blood pressure high. Concomitant products included doxycycline for acne, lisinopril for blood pressure high and metformin for borderline diabetes. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (left salpingectomy, right partial salpingectomy, fulguration of endometriosis and removal of essure device located in the mesentery). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the adnexa uteri pain, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, device dislocation, dysmenorrhoea and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: one side was not sealed. The right side of the tube was blocked. The left side was free and open. Lot number reported (d18668) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.